Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a revision procedure approximately 5 days post implantation due to instability and dislocation. During the revision the acetabular shell was in a different position from previous surgery. The shell, liner, bearing, sleeve, and head were exchanged without complications. No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, the liner did not contribute to the reported event and therefore was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the liner did not contribute to the reported event and therefore was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 110010250 g7 osseoti 4 hole shell 64mm h lot#: 6459948. Catalog#: 110031015 vivacit-e dm bearing 28x50mm lot#: 64731446. Catalog#: 650-1068 cer option type 1 tpr sleve +6 lot#: 2900905. Catalog#: 650-1055 cer bioloxd option hd 28mm lot#: 3050674. The device will not be returned for analysis, per hospital policy; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02853, 0001822565-2021-02978.

Event description:
It was reported that the patient underwent a revision procedure due to instability and dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.